Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, gii dished insert sz1-2 11mm would not lock properly. A second insert was opened but same issue occurred. Procedure continued with a backup device from smith and nephew, with a delay greater than 30 minutes and no injury.